Event description:
Customer reported being hospitalized due to high blood glucose levels.prior to hospitalization.customer was vomitting.customer mentioned that cannula was kink and rotated at the short end of the tip.